Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 25mg/dl. The customer stated that he was in vehicle accident while driving. The caller attempted to get off the three lane highway, but he was unable to exit, then the customer felt low and crushed to a bus and a pole. The customer stated, the cause of his low glucose was not eating. Troubleshooting was performed, and the drive support cap appears to be normal. No further information was provided.